Event description:
It was reported that one day post routine device change out, the pacing lead impedance increased and there was no capture. The patient is not pacemaker dependent. Diagnostic imaging and pocket manipulation were performed and no abnormalities were observed. Attempts to obtain further information and resolution have been unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the reported noise, oversensing, and high threshold. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported field events could not be determined.

Event description:
New information received notes that the device was explanted due to noise, oversensing, and high threshold. There were no complications from the procedure and patient was discharged.